Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis. The stent of the device was received in the distal section of the guide catheter. The guide catheter had been dissected longitudinally to expose the stent. The stent was removed from the guide catheter without issue and a visual and microscopic examination confirmed that the stent struts were severely compressed (bunched & overlapped strut rows), damaged and distorted across the entire length of the stent. The damaged stent measured approximately 14mm in length. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found that the shaft polymer extrusion was kinked 65mm distal to the guidewire exchange port. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the profile of the device's tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur." (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified bifurcated lesion. A 2.50mmx20mm promus premier stent was advanced through a previously implanted stent. Crossing difficulty was encountered and when the device was removed, it was noted that the stent was had dislodged from the delivery balloon and was trapped inside a non bsc guide catheter. No patient complications were reported and the patient's status fine.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified bifurcated lesion. A 2.50mmx20mm promus premier¿ stent was advanced through a previously implanted stent. Crossing difficulty was encountered and when the device was removed, it was noted that the stent was had dislodged from the delivery balloon and was trapped inside a non bsc guide catheter. No patient complications were reported and the patient's status fine.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).